Manufacturer narrative:
Product ID: pnma01411a004, product type: recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that about 6 months prior to the report, the patient has been having difficulty with recharging because it seems to be getting harder and harder for him to get good coupling. They had to continuously move it around and will only get 1 or 2 coupling bars. There was no patient symptom reported. It was later noted that a manufacturer's representative met with the patient and stated that their skin may have loosened and the stimulator moved a little in the pocket and was kind of on a diagonal. It was noted that due to the position of the device their belt wasn't working well and needed to prop it with pillows. Guidance was provided to the patient on avoiding the stimulator from getting warm and charging more frequently to reduce their charging time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.